Event description:
It was reported that approx. 29 months after the implantation oversensing with artifacts resulting in multiple inappropriate shocks was observed. Furthermore, a sharp drop in impedance and sensing also occurred. The rv lead was capped and new one was implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, acquired between 27th january 2021 and 28th august 2020 was analyzed. The pacing impedance showed an initially slight increase from 700 ohms to 780 ohms with a subsequent sudden decrease to less than 200 ohms in (B)(6) 2020. The sensing amplitude showed initially varying values between 12 mv and 15 mv. Since (B)(6) 2020 the sensing amplitude had suddenly decreased with varying values between 2 mv and 12 mv. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.